Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite® implant 3.25 x 10mm (fosm310) was not returned for investigation. Since the product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item # and lot # of the reported device (DHR/IFU/rmf). No product experience report (per) was provided. Pre-existing patient factors and tooth location are not related to the reported event. The devices were reported during initial use. The customer provided two pictures showing opened outer boxes of the reported devices with the tamper evident seal broken. The received condition of the products when they reached the customer cannot be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Based on the visual inspection, the packaging malfunction could not be verified for both devices. A definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that during dental surgery the implant packaging was missing. Packaging was correclty sealed. Surgery was completed with another implant.